Event description:
A discordant advia centaur cp br result was obtained on a pt sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant br result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. A preventive maintenance was done on the instrument along with evaluating the systems diagnostics. The instrument is performing within specs. No further eval of the device is required. No conclusion can be drawn.